Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, date of implant - estimated. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient who had two multi-link stents, sizes 4.0x18 and 2.5x12, implanted in (B)(6) 2010 has had varying degrees of urticaria and angioedema on the face and body. The longest the patient has gone without symptoms is 3 to 5 days, but; otherwise, the patient has been taking allergy medications for treatment: allegra, zyrtec, montelukast and prednisone. No additional information was provided.